Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event. Reportedly, the event occurred sometime after friday afternoon, (B)(6) 2011, and before monday morning, (B)(6) 2011. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the link had broken proximal of the posterior cuff. Both cuffs had been captured and were attached to the needle tips. A link break will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported suture break. Because the device was received with both of the cuffs captured during deployment and attached to the needle tips, the reported cuff miss could not be confirmed. No device deficiency was detected during the examination of the returned device. A link break can be influenced by, but not limited to, manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce the link breakage. To assure that all products perform according to specifications they are subject to inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. No manufacturing or quality inspection deficiency was detected with the returned device. Based on the investigation findings, the reported suture break experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for detachment of device component-suture for this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture snapped. Manual compression was likely applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.